Event description:
A scrub tech reported the infusion pressure was much lower than the physiological signs from the eye. The surgeon adjusted the infusion pressure and completed the case. A cassette blockage was also observed. The cassette was removed and reinstalled twice. The case was completed with no pt injury or harm.

Manufacturer narrative:
A company service rep examined the system and was unable to verify cassette blockage. The rep felt the cause of the blockage may have been due to the motor not turning properly. The motor was replaced and no add'l warnings were received. The rep was also unable to verify the issue with the infusion. However, the probe test was above the high end of tolerance. The l8 solenoid was replaced, and the system was tested and met all product specs. (B)(4).